Event description:
The user reported that during a routine percutaneous coronary intervention procedure, the monitor showed a "locked" error. The physician decided to continue using the inflation device without the monitor and performed the stent inflation under fluoroscopy. When the stent was deployed the artery became occluded. The physician placed another stent, but the flow was not restored. The physician then called for assistance and attempted to clear the artery using an aspiration catheter. When this was unsuccessful, the pt was admitted to the intensive care unit and placed on integrilin. The physician thought that the plaque may have moved down and occluded the vessel. An intravascular ultrasound was performed and confirmed that no dissection of the artery had occurred. It was noticed that the distal vessel, past where the stents had been placed, had become occluded. The physician was unsure why the vessel could not be cleared. The pt was later discharged from the hospital. No additional harm or injury was reported.

Manufacturer narrative:
One used monitor was returned for eval. The eval is in progress. A follow-up report will be submitted when the eval has been completed.